Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted into a patient on an unknown date. The balloon was discovered to be damaged as indicative of a deflated balloon. The balloon was removed during an endoscopy on an unknown date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: exact date unknown, event estimated to have occurred in the month of march 2024. Block h6 medical device code a1401 captures the reportable event of balloon deflated. Impact code f2202 captures the reportable event of endoscopic procedure.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of balloon deflated. Imdrf code f2202 captures the reportable event of endoscopic procedure. Investigation summary: the device was not returned for product analysis. Instructions for use (IFU)/label review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The IFU contains detailed device information and instructions for the device use. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: balloon deflated. Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Risk review: a risk review was completed and confirmed that the event of "balloon deflated and endoscopic procedure" were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: for the ar balloon deflated this adverse event is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as "known inherent risk of device." All compiled information on this investigation determines that the most probable cause is "known inherent risk of device."

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon system was implanted into a patient on (B)(6) 2023. The balloon was confirmed via gastroscope as being deflated. The balloon was removed during an endoscopic procedure on (B)(6) 2024. There were no patient complications reported as a result of this event.